Event description:
Adverse event reported (B)(4). Pt registry. Pt had a long segment (9 cm) barrett's esophagus. Focal ablation was performed without acute adverse event on two occasions. On a subsequent treatment, pt was restarted on warfarin sodium and developed upper gi bleeding. No site was noted for bleeding source. Pt received a single transfusion of packed red blood cells and ffp. No further events occurred. The physician indicated that the severity was severe, relationship to device probable, and there was no device malfunction.